Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight seal failure in coupler mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the malfunction was cable defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image / blank screen. The issue occurred during inspection for use. The event had occurred during set up.